Manufacturer narrative:
The insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power loss. Customer's blood glucose level was 14.2 mmol/l. The device will be returned for analysis.